Event description:
Caller reported that t:slim x2 pump battery was not charging even though using the appropriate tandem charging cable and wall adapter, with a power source alert present during the issue. Various troubleshooting methods, including changing the wall adapter and charging cable, did not resolve the problem as charging connection was not recognized. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.